Event description:
Dealer has had this unit in for repair several times. This just came back from repair on (B)(4) and the yellow light is coming on intermittently. Consumer has called in several times on this unit quality numbers (B)(4). Both times it came back from repair the unit yellow light was coming on. Consumer said the unit was in for repair more than she had possession of it. Due to numerous failed repairs, we are replacing with new unit.